Manufacturer narrative:
(B)(6) 2019 product investigation results: product return was received and investigated. Product investigation results showed that the complaint was not due to overheated components, no melted hole on handle housing could be found; instead dark discolorations were found that were the result of corrosion due to the perforation of the membrane by consumer leading to ingress of fluids.

Event description:
Consumer sent e-mail stating she smelled burning while using the toothbrush, and now it has a brown spot where the line lights up, and one that looks burned at the bottom, near the bluetooth symbol. No injury was reported.

Manufacturer narrative:
This report is being filed due to a melted hole in the handle. It has been determined that a melted area on housing of the handle could have been caused by a short circuit overheating the pcb/motor transistor. Our assessment is that while it is not probable that such a malfunction would lead to a serious injury, we cannot foreclose that possibility. Therefore, out of an abundance of caution, we are reporting to the FDA. The product return has been received and an investigation pending.

Event description:
Consumer sent e-mail stating she smelled burning while using the toothbrush, and now it has a brown spot where the line lights up, and one that looks burned at the bottom, near the bluetooth symbol. No injury was reported.